Event description:
I've been sick more times in the last year than in the decade before that, most recently for weeks. Negative covid tests every time. It's an incredible amount of stress on the body to have the sleep machine be a source of insomnia. This situation is outrageous and the FDA needs to do more. Require them to refund our defective devices rather than letting them replace them on their own timeline. FDA safety report ID# (B)(4).